Manufacturer narrative:
(B)(4).

Event description:
During cuff inflation testing the tracheal cuff leaked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests and there were no difficulties inflating/deflating the cuff and the cuff retained air during leakage testing. The sample was returned with the stylet wire still inserted in the tube. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution. The instructions for use indicates that luer tip devices should not be left inserted in the inflation valve for extended periods of time.